Manufacturer narrative:
The two returned samples were inspected and were determined to be visually nonconforming with the damaged septums. The product lot for this event is not known; therefore, lot history and device record history reviews are not possible. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the trocar valved cannula leaked fluid/air during a vitreoretinal procedure. There was no patient harm reported. Additional information and a product sample have been requested.